Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("irregular bleeding") and dyspareunia ("dyspareunia"). The patient was treated with surgery ('underwent total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: essure device was successfully occluded. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pain') in a 33-year-old female patient who had essure (batch no. 809710-inv,b09710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder, thyroid cancer, kidney stones, pelvic prolapse, episiotomy, pubic symphysis separation, unable to walk, metritis, vulvovaginitis, nocturia, vaginal haemorrhage, menstrual cramps, backache, light-headed, flank pain, libido decreased, discomfort, pregnancy, miscarriage, bleeding menstrual heavy, multiparous, uterine dilation and curettage, endometrial thickening, breast pain, uterine ablation, goitre and depression. (B)(6) 2015 final pathologic diagnosis (verified) cervix, uterus, bilateral tubes; hysterectomy and bilateral salpingectomy: cervix with no significant pathologic change. Proliferative phase endometrium, negative for atypia or hyperplasia. Myometrium with no significant pathologic change. Bilateral fallopian tubes with paratubal cysts, otherwise no significant pathologic change. Operative procedure: davinci assisted total laparoscopic hysterectomy and bilateral salpingectomy. Specimen(s) (verified) -cervix, uterus, and bilateral tubes. Previously administered products included for menstrual cramps: ibuprofen; for an unreported indication: depo-provera. Concurrent conditions included vaginal irritation, fatigue, hot flashes, vaginal dryness, vaginal yeast infection, invasive ductal breast cancer, vulvitis, ovarian cyst, breast secretion female, condyloma, endometriosis and hypothyroidism. Concomitant products included estrogens conjugated (premarin), hydrocodone bitartrate;paracetamol (norco), hydrocortisone;neomycin sulfate;polymyxin b sulfate (antibiotic ear), levothyroxine sodium (synthroid) and probiotics nos. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), 2 months 25 days after insertion of essure. On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain/ abdominal area pain"). On an unknown date, the patient experienced genital haemorrhage ("irregular bleeding"). The patient was treated with duloxetine, ibuprofen and surgery ('underwent total laparoscopic hysterectomy(uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection and abdominal pain had resolved and the dyspareunia, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. The patient states that essure worsened a previously existing injury/condition. Treatment received for. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion. Essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2015: impression : right ovarian follicles in addition to 1.5 cm complex ovarian cyst or para ovarian cyst . Follow-up ultrasound is suggested to reassess. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: pelvic pain, genital haemorrhage, dyspareunia. Lot number 809710 is invalid. Lot number:b09710 manufacture date: 2013-03, expiration date: 2016-03-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pfs received. Outcome of event : "irregular bleeding , abnormal bleeding (vaginal, menorrhagia), abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: vaginal" updated as recovered. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and genital haemorrhage ('irregular bleeding') in a 33-year-old female patient who had essure (batch no. 809710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder, thyroid cancer, kidney stones, pelvic prolapse, episiotomy, pubic symphysis separation, unable to walk, metritis, vulvovaginitis, nocturia, vaginal haemorrhage, menstrual cramps, backache, light-headed, flank pain, libido decreased, discomfort, pregnancy, miscarriage, bleeding menstrual heavy, multiparous, uterine dilation and curettage, endometrial thickening, breast pain, uterine ablation and goitre. 15oct2015 final pathologic diagnosis (verified) cervix, uterus, bilateral tubes; hysterectomy and bilateral salpingectomy: cervix with no significant pathologic change. Proliferative phase endometrium, negative for atypia or hyperplasia. Myometrium with no significant pathologic change. Bilateral fallopian tubes with paratubal cysts, otherwise no significant pathologic change. Operative procedure: davinci assisted total laparoscopic hysterectomy and bilateral salpingectomy. Specimen(s) (verified) -cervix, uterus, and bilateral tubes. Previously administered products included for menstrual cramps: ibuprofen. Concurrent conditions included vaginal irritation, fatigue, hot flashes, vaginal dryness, vaginal yeast infection, invasive ductal breast cancer, vulvitis, ovarian cyst, breast secretion female, condyloma and endometriosis. Concomitant products included hydrocortisone;neomycin sulfate;polymyxin b sulfate (antibiotic ear) and probiotics nos. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). The patient was treated with ibuprofen and surgery ('underwent total laparoscopic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage and dyspareunia outcome was unknown. The reporter considered dyspareunia, genital haemorrhage and pelvic pain to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 08-oct-2014: essure device was successfully occluded. Ultrasound scan vagina - on 06-mar-2015: impression : right ovarian follicles in addition to 1.5 cm complex ovarian cyst or para ovarian cyst . Follow-up ultrasound is suggested to reassess.. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: pelvic pain, genital haemorrhage, dyspareunia most recent follow-up information incorporated above includes: on 15-may-2019: pfs and mr received- lot number were added. New reporters, patient information, medical history, lab data, treatment, historical and concomitant drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pain') and genital haemorrhage ('irregular bleeding') in a 33-year-old female patient who had essure (batch no. 809710-invalid, b09710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder, thyroid cancer, kidney stones, pelvic prolapse, episiotomy, pubic symphysis separation, unable to walk, metritis, vulvovaginitis, nocturia, vaginal haemorrhage, menstrual cramps, backache, light-headed, flank pain, libido decreased, discomfort, pregnancy, miscarriage, bleeding menstrual heavy, multiparous, uterine dilation and curettage, endometrial thickening, breast pain, uterine ablation, goitre and depression. (B)(6) 2015. Final pathologic diagnosis (verified) cervix, uterus, bilateral tubes; hysterectomy and bilateral salpingectomy: cervix with no significant pathologic change. Proliferative phase endometrium, negative for atypia or hyperplasia. Myometrium with no significant pathologic change. Bilateral fallopian tubes with paratubal cysts, otherwise no significant pathologic change. Operative procedure: davinci assisted total laparoscopic hysterectomy and bilateral salpingectomy. Specimen(s) (verified) -cervix, uterus, and bilateral tubes. Previously administered products included for menstrual cramps: ibuprofen; for an unreported indication: depo-provera. Concurrent conditions included vaginal irritation, fatigue, hot flashes, vaginal dryness, vaginal yeast infection, invasive ductal breast cancer, vulvitis, ovarian cyst, breast secretion female, condyloma, endometriosis and hypothyroidism. Concomitant products included estrogens conjugated (premarin), hydrocodone bitartrate;paracetamol (norco), hydrocortisone;neomycin sulfate;polymyxin b sulfate (antibiotic ear), levothyroxine sodium (synthroid) and probiotics nos. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), 2 months 25 days after insertion of essure. On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain/ abdominal area pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with duloxetine, ibuprofen and surgery ('underwent total laparoscopic hysterectomy(uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain had resolved and the genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. The patient states that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion. Essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2015: impression : right ovarian follicles in addition to 1.5 cm complex ovarian cyst or paraovarian cyst . Follow-up ultrasound is suggested to reassess. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: pelvic pain, genital haemorrhage, dyspareunia lot number 809710 is invalid. Lot number: b09710, manufacture date: 2013-03, expiration date: 2016-03-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-may-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pain') and genital haemorrhage ('irregular bleeding') in a 33-year-old female patient who had essure (batch no. B09710) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included thyroid disorder, thyroid cancer, kidney stones, pelvic prolapse, episiotomy, pubic symphysis separation, unable to walk, metritis, vulvovaginitis, nocturia, vaginal haemorrhage, menstrual cramps, backache, light-headed, flank pain, libido decreased, discomfort, pregnancy, miscarriage, bleeding menstrual heavy, multiparous, uterine dilation and curettage, endometrial thickening, breast pain, uterine ablation, goitre and depression. (B)(6) 2015 final pathologic diagnosis (verified) cervix, uterus, bilateral tubes; hysterectomy and bilateral salpingectomy: cervix with no significant pathologic change. Proliferative phase endometrium, negative for atypia or hyperplasia. Myometrium with no significant pathologic change. Bilateral fallopian tubes with paratubal cysts, otherwise no significant pathologic change. Operative procedure: davinci assisted total laparoscopic hysterectomy and bilateral salpingectomy. Specimen(s) (verified) -cervix, uterus, and bilateral tubes. Previously administered products included for menstrual cramps: ibuprofen; for an unreported indication: depo-provera. Concurrent conditions included vaginal irritation, fatigue, hot flashes, vaginal dryness, vaginal yeast infection, invasive ductal breast cancer, vulvitis, ovarian cyst, breast secretion female, condyloma, endometriosis and hypothyroidism. Concomitant products included estrogens conjugated (premarin), hydrocodone bitartrate;paracetamol (norco), hydrocortisone;neomycin sulfate;polymyxin b sulfate (antibiotic ear), levothyroxine sodium (synthroid) and probiotics nos. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal"), 2 months 25 days after insertion of essure. On (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia/ dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain/ abdominal area pain"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with duloxetine, ibuprofen and surgery ('underwent total laparoscopic hysterectomy(uterus and cervix removed), bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain and abdominal pain had resolved and the genital haemorrhage, dyspareunia, vaginal haemorrhage, menorrhagia, vaginal infection, depression, anxiety and dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: plaintiff suffered physical pain and emotional anguish because of the essure device. The patient states that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: result: total bilateral occlusion. Essure device was successfully occluded. Ultrasound scan vagina - on (B)(6) 2015: impression : right ovarian follicles in addition to 1.5 cm complex ovarian cyst or para ovarian cyst . Follow-up ultrasound is suggested to reassess.. Concerning the injuries reported in this case, the following one/ones was/were described/confirmed in patient¿s medical records: pelvic pain, genital haemorrhage, dyspareunia most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received : events added- vaginal haemorrhage, menorrhagia, vaginal infection, depression , anxiety, dysmenorrhea, abdominal pain. Outcome of events ¿abdominal pain, pelvic pain¿ updated to ¿recovered / resolved¿. Event onset date updated. Treatment and concomitant products and historical drugs added. Reporter information, patient details updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.